Event description:
The reporter contacted animas on (B)(6) 2013 and stated that there was concern on the part of the patient¿s parents regarding the pump records on (B)(6) 2013. The reporter stated there were two carbohydrate bolus amounts in the pump history; 110 grams carbohydrate with a bolus of 2.95 units at 23:02 and another bolus at of 6.6 units at 23:18. The reporter also stated on waking the morning of (B)(6) 2013, the patient experienced low bg of 3.9 mmol/l without reported symptoms of hypoglycemia and the paramedics were called. The patient was reportedly transported to the hospital by the paramedics for treatment. The reporter had no details regarding the treated the patient received for the alleged low bg. However, the reporter stated that the patient was discharged to home the same day. This complaint is being reported because while on insulin pump therapy, the patient allegedly experienced low bg for which he was treated at the hospital and released to home.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.